Event description:
It was reported during intra-aortic balloon (iab) therapy that a "leak in iab circuit" alarm occurred while using a sensation plus 50cc balloon with a cardiosave console. The alarm was triggered during use, and no patient injury or harm was reported. It was noted that the alarm activated only once and was not associated with any patient movement.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6), event site state: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e3 (event site state), h6 (investigation conclusions).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.